Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) displayed fault code #108 upon start up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional contact info: (B)(4). A getinge field service engineer (fse) confirmed and stated during preventive maintenance (pm) that fse found fault #108 upon the start-up of iabp. He replaced the pcb, front end, as the service manual suggested. Fault #108 was cleared after installing pcb, front end. Fse performed a pm and full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Fse recommended that the customer replace the pressure transducer cable as there is a slight tear in the strain relief. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a fault code 108 upon startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications. No fault codes appeared. Tested for 1 hour with no issues. Fat did not confirm the reported failure. Board is obsolete and no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. (D1, d2, d3, d4, g4, h5)

Event description:
N/a